Manufacturer narrative:
Re-calibration of the unit fixed the reported issue. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that, during pre-use checkout, the unit displayed ventilator error message. There was no reported patient involvement.